Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) isolated problem to defective ECG cable leads. Customer resolution and conclusion: problem isolated to defective ECG cable leads. Advised user to replace cables. No further action at this time. The device remains at the customer site.

Event description:
It was reported to philips that the device occasionally fails automatic self-test at ECG check. There was no patient involvement.